Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 208914 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 208914 and test base part number 195-430h / lot 201137. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 208914 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the binaxnowcovid-19 antigen self tests assay performed on (B)(6) 2022. The consumer initially tested positive with an ihealth antigen rapid test on (B)(6). The consumer tested negative with the binaxnow on (B)(6). The customer stated the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.